Event description:
Customer reported "tube shaft kinked during use in the area of the coating and need to be removed". No patient harm reported. A new device was used.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The visual examination of the returned product showed signs of contamination. Discolorations and design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the white and yellow control balloons and the 2-way stop cock did not reveal any irregularities. Closer examination of the laser tube revealed signs of usage at the laser-guard foil and small tears at the end of the shrink sleeve. Furthermore, in the laboratory the results of irhd hardness testing at 8 laser tube segments after receiving the device and after 24-hours-storage at room temperature were according to specification. All results of hardness testing were according to specification. Due to the composite materials of the laser-guard foil and the hardness properties of the tube material the laser tube has enough stability to prevent kinking. However, kinking might happen if damages/tears occur at the point with the largest inner lumen. It was determined that the root cause was most likely operational context. The IFU states explicitly that care has been taken that the tube is not bent, torqued or damaged in the area of the laser-guard foil.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "tube shaft kinked during use in the area of the coating and need to be removed". No patient harm reported. A new device was used.